Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose at time of incident was 150 mg/dl. It was explained to the customer that a battery out limit alarm during normal use may indicate a loose battery cap. The customer was assisted with reprogramming time/date. The customer was advised that we will send replacement battery cap. The customer was advised to monitor pump.